Manufacturer narrative:
B3 date of event - event date estimated as patient had ER visit/cta on (B)(6) 2023.

Event description:
Reported via patient call center. It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. The watchman care team called the patient for a follow up. The patient stated since the implant procedure they have had three (3) episodes of severe atrial fibrillation (afib) which required a day stay in the emergency room (ER) to received intravenous (IV) medication. During the first episode of afib fluid was found around her heart. The patient stated the fluid was not removed and it was small to moderate. The patient reported having numerous echocardiograms which showed the fluid is going away. The patient stated she is being closely followed by her cardiologist. It was further reported that the patient had a computed tomography angiography (cta) on (B)(6) 2023 and follow up echocardiogram on (B)(6) 2023. The echocardiogram imaging showed that the pericardial effusion was small in size. No intervention was required to treat the effusion. The patient has had several visits to the ER and cardiology office for rapid afib. The patient is being treated with antiarrhythmic medication.